Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon did not have fluid movement on their large hem-o-lok clip applier. The staff was in the process of replacing the instrument at the time of the call. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the sterile adapter on the system arm and replacing the drape if the issue persisted. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument involved was a large clip applier. The isi clinical sales representative (csr) informed that the surgeon had described the movements as out of control and flinging all over the place. The surgeon was not using the large clip applier for clipping, but instead as an anvil manipulator. The isi csr informed that when the surgeon attempted to take control of the large hem-o-lok clip applier, they encountered a message to "roll wrist".